Event description:
Additional information was received. Upon rounding, it was stated that a persistent suction alarm started yesterday morning. P level was turned down to p2 without resolution. A transthoracic echocardiogram was obtained and showed the impella slightly deep. Tricuspid annular plane systolic excursion was 1.0 with an increased central venous pressure of 19 and a pulmonary artery pulsatility index of 1.2. A discussion was had with providers about causes of suction including clot entrainment. The patient was subtherapeutic at time of alarm initiation. A decision was made to bring the patient to the catheterization lab to assess the need to replace versus remove versus escalate to an impella 5.5. The patient required three vasoactives but was hemodynamically stable. Per the physician, the patient had an episode of ventricular tachycardia and ventricular fibrillation along with the suction event. The physician stated unlikely impella but does not know for sure.

Manufacturer narrative:
B5 additional information was received. D6b explant date was received and added. H6 a new medical device problem code and a new health effect - impact code were added due to new information received.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position cannot be established. The cause of the low pump flow was due to biomaterial based on issue reproducing with biomaterial present on impeller and based on clinical details that patient was subtherapeutic on anticoagulation at time of suction alarms.

Manufacturer narrative:
The device was returned d9 were updated. The investigation was underway once completed a supplemental will be sent.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 74-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery. While the patient was in the intensive care unit (ICU), the patient experienced an episode of ventricular tachycardia (vt) and ventricular fibrillation (vfib), along with a suction event. The arrythmias were resolved with IV amiodarone. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.6l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
The pump is currently still implanted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.